Event description:
It was reported, "rep said, has wrong implant in package. Lip not thick enough."

Manufacturer narrative:
A manufacturing process issue caused the parts to be misidentified and mislabeled. The process documentation has been updated and personnel have been trained to the most current procedure.